Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime/rewind sequence. The patient has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the patient was hospitalized for hypoglycemia. The patient reported that he inadvertently administered excess insulin by priming the pump while attached to the infusion set.